Event description:
Canon USA, inc received a report that intermittently the customer will have "image error (-119)" on the cxdi-55c sensors. This problem was occurred in fpga 700a equipment. X-f full image was zero, and a positive discrepancy of results of x-f calculation in mini images was detected at the position of pixels with register defect.

Manufacturer narrative:
The following modification need to be made as countermeasures. Version down of fpga code (ver 700a to 7009). Additional serial number: (B)(4).